Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Subsequently, the customer received a minimum fill notification while loading a cartridge. It was unable to be confirmed if the customer had adequate insulin in the cartridge prior to the notification. The customer loaded a new cartridge successfully. The customer's blood glucose level was 138 mg/dl. The customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified; however, the minimum fill notification issue was unable to be identified.